Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. Additional information has been requested. Based on the single soft mesh device used during the study cases, and no indication of which mesh is associated in the reported outcomes, there is insufficient information to determine which, if any, of the reported health effects are associated with the soft mesh device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (B)(6) 2013) is provided as an estimate based on the information provided. This MDR represents the bard soft mesh. An additional MDR was submitted to represent the 3dmax mesh. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
Per journal article ¿comparison of perioperative outcomes between non-obese and obese patients undergoing robotic inguinal hernia repair: a propensity score matching analysis.¿ the article describes a retrospective study with the aim of to compare the outcomes of robotic inguinal hernia repair (rihr) between obese and non-obese patients at a single center. The study consisted of 547 patients, 414 were non-obese and 133 were obese, who underwent rihr between february 2013 to august 2020. The hernia repairs for 29 of the 547 patients utilized a bard/bd 3dmax mesh, and 1 patient was implanted with a bard/bd soft mesh. The remaining 517 patients were implanted with a non-bard/bd mesh as part of their hernia repairs. The article does not report any device specific issue related to the hernia meshes. The overall patient outcomes reported included surgical site infection (3), seroma (11), hematoma (10) and procedural intervention (5). The article does not indicate the mesh type related to any of the reported postoperative outcomes, therefore it is unknown which, if any, of the reported outcomes were associated with the hernia repairs that utilized either the bard/bd 3dmax or soft mesh devices. This report represents the bard soft mesh.